Event description:
Paramedics analyzed a patient, who was presenting a ventricular-fibrillation heart-rhythm, and received "no shock advised" determination. The paramedics responded to a residental witnessed arrest call. Upon arrival, attached the device to the patient using multi-function electrodes. The patient was assessed as vitial signs absent and the medics initiated an analysis of the patient. The device returned a "no shock advised" for a presented ventricular-fibrillation heart-rhythm. The paramedics immediately placed the device manual-mode operations and administered a 150 joule shock to the patient and converted the patient's heart-rhythm to asystole. The patient's heart-rhythm reverted back to ventricular-fibrillation and medics administered a 200 joule shock and converted the patient's heart-rhythm to asystole. The paramedics continued to treat the patient however, the patient's heart rhythm continued to degenerate into ventricular-fibrillation and the paramedics utimately delivered an additional five shocks of 200 joules, for a total of seven shocks, to the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction. Please reference medwatch report number 1220908-2002-01845, which documents a second identical patient incident that occurred with this same device while on a different patient.